Event description:
User received erroneously high bicarbonate values for multiple patient samples. Total number of samples affected was not given. Only the following patient example was provided. Initial result 32 mmol/l, repeat result 21 mmol/l. No erroneous results were reported. The field service representative determined the cause to be the hi concentration waste was clogged and not evacuating the cells. He replaced waste valves v30 and v31. Also replaced vacuum valve, waste manifold, joint/elbow for all hi concentrate waste. Performance tests were performed.